Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 it was reported that on (B)(6) 2018 the patient had a back surgery that was not related to her infusion system. During the surgery, they accidently clipped the catheter. The surgeon had called her pump managing physician. The patient began having withdrawal symptoms when she got home from the hospital on (B)(6) 2019. The patient guessed that it was because they had her ¿pumped full of medication¿ while she was in the hospital. No further complications have been reported as a result of this event.